Event description:
During an in-clinic follow-up, oversensing episodes were observed on the right ventricular (rv) lead. No intervention has been performed. The patient is stable.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the device. Provocative testing was performed but the noise was unable to be reproduced. No additional intervention has been performed. The patient is stable.